Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 b5 g3 g6 h2 h3 h6 h10 visual examination of the provided pictures identified the device to be fractured as reported. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flexible driver shaft broke during a procedure. All pieces were retrieved from the patient and the procedure was completed using another device. There is no additional information available at the time of this report.

Event description:
It was reported that the flexible driver shaft broke during the case. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.